Manufacturer narrative:
Pump received with no button response due to corroded keypad traces; moisture damage found on the motor. No moisture damage on the electronics noted. Unable to verify rewind anomaly due to button/keypad anomaly. Pump received with cracked case at display window corner, battery tube threads, and minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due insulin pump falling into pool water. Customer reported that as a result, buttons were not responding, pump would not rewind, and pump would not alarm nor alert. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.